Event description:
It was reported that the balloon rupture occurred. The stenosed target lesion was located in the thoracic aorta. A 5.0 mm x 100 mm x 135 cm sterling balloon catheter was advanced for dilatation. During the procedure, the balloon was ruptured. The procedure was completed with another of the same device. There were no patient complications reported. It was further reported that target lesion was 75% stenosed, moderately tortuous and non-calcified.

Manufacturer narrative:
A2: age at time of event: 18 years or older. B5: describe event or problem: added information, based on additional information: the device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear in the balloon 28 mm from the tip and is approximately 32 mm long. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the balloon rupture occurred. The stenosed target lesion was located in the thoracic aorta. A 5.0mmx100mmx135cm sterling balloon catheter was advanced for dilatation. During the procedure, the balloon was ruptured. The procedure was completed with another of the same device. There were no patient complication reported.

Event description:
It was reported that the balloon rupture occurred. The stenosed target lesion was located in the thoracic aorta. A 5.0mmx100mmx135cm sterling balloon catheter was advanced for dilatation. During the procedure, the balloon was ruptured. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. The device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear in the balloon 28mm from the tip and is approximately 32mm long. Inspection of the remainder of the device presented no other damage or irregularities.